Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "polywear - removed old insert and head and replaced with new 32 mm 10deg insert +32mm + 5 head."